Event description:
It was reported that the staple line did not form properly. The staples on the right side and at the distal end did not form properly when the device was fired across the renal vessel. The affected area was hand sutured. No pt consequence.